Event description:
On 2nd july 2025, it was reported by an arthrex's employee via email that for 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, both its anchor broke during insertion. This was detected during a rotator cuff repair surgery on (B)(6) 2025. The case was completed successfully by using the third ar-1927bcf-45. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. No evidence of the failure was received. One unapckaged ar-1927bcf-45 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® a nd one tigerwire® batch 15357423 was received for evaluation. Visual inspection noted that the inserter was returned missing both the anchor and sutures. Evaluation of the returned inserter found no damage to the instrument. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to improper bone prep, misaligned insertion, or prying/leveraging the device during insertion.